Manufacturer narrative:
Initial report inadvertently indicated the incorrect explant date as the generator had not been explanted at that time.

Event description:
Additional information was received indicating that the previous report that the patient's generator was replaced on (B)(6) 2010 is incorrect. It appears that at that time the generator was only repositioned. The generator has since been replaced on (B)(6) 2012 along with the vns lead as noted in manufacturer report # 1644487-2012-02147.

Event description:
It was reported that the patient was scheduled for vns generator replacement for an unknown reason. Follow-up with the surgeon found that the patient was experiencing discomfort in her chest and the generator had possibly migrated. The surgeon believes that the suture used to secure the vns generator may have failed. The neurologist indicated that the patient's discomfort was immediately resolved after the generator revision. No trauma or manipulation had been reported. Notes from the implant of the previous generator found that the vns generator was likely not secured to the fascia with a non-absorbable suture as recommended by the manufacturer. It was indicated that the generator was placed into a pocket that was closed using an absorbable suture. No device failure is suspected.